Event description:
Reporter alleged blood glucose measured 49 mg/dl, at 3:09 pm, back to back with a result of 154 mg/dl, at 3:10 pm. It was stated, customer would self treat with juice to bring up glucose levels; however, no actions were taken or treatment rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.